Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to nausea, dizziness, numbness, tingling down both legs and elevated levels of chromium cobalt levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head but not for the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The patient¿s elevated arsenic and mercury as well as him being highly reactive to nickel cannot be ruled out as possible contributing factors to his nausea, dizziness, numbness and tingling down both legs. It cannot be concluded the reported events were associated with a mal performance of the implant. The noted cobalt and chromium 2.5 and 4.8 ¿g/l respectively, are well below the standard recommendations for bilateral m-o-m implants. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to nausea, dizziness, numbness, tingling down both legs and elevated levels of chromium cobalt levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head but not for the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The patient being highly reactive to nickel is likely the clinical root cause of his nausea, dizziness, numbness and tingling down both legs. It cannot be concluded the reported events were associated with a mal performance of the implant. The bhr surgical technique contraindications includes patients with known or suspected metal sensitivity (e.g., jewelry). The noted cobalt and chromium 2.5 and 4.8 g/l respectively, are well below the standard recommendations for bilateral m-o-m implants. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case (B)(4). The revision surgery of the right hip was reported under report number: 3005975929-2024-00060.

Event description:
It was reported that, a bilateral plaintiff underwent a left primary bhr on (B)(6) 2018. Patient started experiencing systemic complaints such as nausea on a daily basis, dizziness, numbness and tingling down both legs, and elevated levels of chromium cobalt levels. A t lymphocyte transformation test revealed they were highly reactive to nickel. Therefore a revision surgery was performed on (B)(6) 2024, it is unknown which devices were implanted. Patient's health status is unknown. Further complications were not reported.